Event description:
It was reported that cerebral vascular accident (cva) occurred. Pro the patients native aortic valve anatomy consisted of moderate leaflet calcification, moderate-to-severe tortuosity, and a horizontal aorta. A 27mm lotus edge valve was selected to treat aortic stenosis. During deployment, the lotus edge valve exhibited asymmetric unsheathing. The observation occurred twice; once when the valve was deployed too high and once when the valve was deployed too low. Successful repositioning of the lotus edge valve involved three partial and one complete re-sheathings and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). After the index procedure, the patient developed left sided weakness, facial droop, and had difficulty swallowing. An MRI was performed which showed signs of a cva in the right middle cerebral artery. The patient was implanted with a peg tube due to the difficulty swallowing and was discharged to inpatient rehabilitation.